Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the circumflex (cx) artery. During introduction of the 2.50 x 16 mm taxus liberte stent into the unknown introducer, the physician felt friction. The taxus liberte device was removed from the introducer and it was noted that the distal stent strut was damaged. The device did not enter the patient and the procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).